Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was sweating a lot and talking in his sleep, almost yelling. The cgm was reading 354 mg/dl and the blood glucose reading was 20 mg/dl. The patient's wife gave him glucagon. There was no documentation of further medical evaluation or intervention. At the time of the call, the patient was stable. Of note, the patient uses a medtronic pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.